Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error. The patient's blood glucose at the time of incident was 2.7 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25 alarms. The power management tool confirmed power error 25 alarms due to non-sleep anomaly software error. Unit passed displacement test, sleep current measurement and active current measurement. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture at edges of overlay, peeling end cap address label and slight corrosion in battery tube.